Manufacturer narrative:
(B)(4).

Event description:
The pt stopped feeling stimulation sensation (B)(6) 2010. She was seen in clinic approximately 1 week later. Implantable neurostimulator interrogation revealed that the battery was at end of service. The device provided stimulation through 2 channels. Channel 1 was set to amplitude: 3 volts, pulse width: 300 microseconds, rate 70 hertz. Channel 2 was set to amplitude 5.5 volts, pulse width 300 microseconds, rate 70 hertz. Channel 2 was used 24 hours/day. A week later the battery was completely depleted. It was replaced. The hcp was concerned that the battery only tested 10 months.